Event description:
Difficult ventilation noted intraoperatively. Pt subsequently arrested. When anesthesia circuit was bypassed with free standby ambubag, ventilation (manually) did not meet resistance. The filter in the circuit appeared to be clogged with secretions.